Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter tip upon removal. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery. A 18mm x 50cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck inside the distal part of a non-boston scientific catheter and protruded from the catheter tip upon removal. Only the coil was pulled out and the procedure was completed with another of the same device. There were no complications reported.